Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection. The device worked as it should, but the cylinders distally perforated. It was noted that the device perforated the meatus of the glans. The ipp was explanted, and the infection was treated with antibiotics. The patient will be re-evaluated at a later date after healing. There were no additional patient complications reported.